Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue, but it would not release from the catheter. The physician had to open and close the clip for 2 to 3 minutes to allow the jaw to fully open and then remove the clip. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results: the returned resolution 360 clip was visually and microscopically analyzed. The clip assembly was returned fully deployed. Dimensional testing between the bushing hooks was within specifications. No other problems with the device were noted. The reported event of the clip being unable to release from the catheter was not confirmed, as the clip assembly was returned fully deployed. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an unknown procedure performed on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto tissue, but it would not release from the catheter. The physician had to open and close the clip for 2 to 3 minutes to allow the jaw to fully open and then remove the clip. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.